Manufacturer narrative:
The insulin pump passed the unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Device failed vibrate check on self-test due to broken blank wire on vibrator motor. All operating currents are within specification. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not vibrate. The customer stated that the insulin pump was dropped. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump did not vibrate during self test. The customer stated that the vibrate mode was on. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.